Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. Internal reference number: (B)(4).

Event description:
It was reported that at the end of the procedure, while utilizing the scope and camera to take pictures of the patient cavity, the deficit "shot up" and there was no fluid draining. The doctor converted to laparoscopy and noticed a perforation of the uterus. Post operatively, the patient was stable but was admitted over night for observation due to other complications including obesity and poorly monitored diabetes. No additional details received.